Event description:
Boston scientific received information that this right ventricular (rv) lead presented with noise that was being oversensed and leading to pacing inhibition. There was no asystole for more than two seconds noted. The noise was able to be recreated with isometric movements. The pacing impedance measurements were stable; however, the health care professional observed one pacing impedance measurement below 100 ohms during testing. There is a concern that this rv lead is interacting with a previously capped lead. Boston scientific technical services (ts) was contacted for further assistance. The ts consultant discussed programming changes that may help but confirmed that it may not mitigate the issue. A lead revision was performed. Before the procedure, the pacing threshold measurements had increased and sensing had decreased. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.